Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip broke off inside the patient. All fragments were recovered. The procedure was completed using a second fiber. Patient outcome: "ok, no harm to the patient."